Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking from the distal port. This issue occurred while infusing norepinephrine bitartrate. The patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.